Event description:
It was reported that following an implant procedure, the patient was experiencing severe pain in the right abdomen. The patient was given pain medication and underwent a lead replacement procedure. The patient was doing well postoperatively.